Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded alerts due to high pacing and shocking impedance measurements out-of-range. In addition, an untreated tachycardia event was recorded due to respiratory rate trend (rrt) oversensing. Technical services suggested to program off the rrt feature and perform integrity tests over the right ventricular lead. This ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system recorded alerts due to high pacing and shocking impedance measurements out-of-range. In addition, an untreated tachycardia event was recorded due to respiratory rate trend (rrt) oversensing. Technical services suggested to program off the rrt feature and perform integrity tests over the right ventricular (rv) lead. The patient was eventually brought to the hospital where the rrt feature was turned off and x-rays showed no fracture of the rv lead. Further information indicates commanded shock testing was performed resulting in shock impedance within range. No noise was able to be reproduced after performing provocative maneuvers. The physician decided to remotely continue monitoring the patient. This ICD remains in service and no adverse patient effects were reported.